Event description:
While removing arterial line in ICU, plastic catheter broke off and was retained in the pt's radial artery. Approx. 1cm white plastic portion remains attached to hub. Pt required vascular surgery to remove object. Pt has small incision, 4 stitches. Pt was observed overnight in ICU and no vascular compromise was noted in right hand.